Manufacturer narrative:
.

Event description:
It was reported that the full radius blade shed excessive amounts of metal debris into the patient's knee. A majority of the debris was removed with suction and the backup shaver blade, but surgeon was unable to confirm that all debris was removed. A ten minute procedural delay occurred as a result and no further complications were noted.

Manufacturer narrative:
Visual inspection of the device shows it to have flats worn onto some of the distal teeth. This device spins freely. There are contact abrasion wear bands to the inner blade od surface and the outer blade ID surface. These bands align with the distal teeth. There is also a wide band of skiving at the proximal end of the inner lumen od surface. These observances are attributed to inadvertent side loading pressure. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies.